Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿bug in tummy¿; however, due to the absence of clarification of the pathogens, the cause of the event was assessed as unknown. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with two unspecified antibiotics (one was oral and one was intraperitoneal; drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Upon follow up received from a nurse, it was reported the cause of the peritonitis was due to gastroenteritis. The patient was hospitalized for the gastroenteritis. At the time of this report the patient was discharged from the hospital, pd therapy remained ongoing and the patient was recovered from the peritonitis event, also reported as ¿fine now¿. As the cause of the peritonitis was reported to be gastroenteritis, and gi disorders, such as gastroenteritis, tend to promote bacterial migration through the intestinal walls, potentially leading to secondary infections; therefore, the baxter disposable devices are no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.